Event description:
It was reported by service report that the footboard had no functions, and the plastic modules were missing exposing sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard was inoperable. Missing modules was exposing sharp edges and vectors, which could allow fluid intrusion.